Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent ¿issues¿ with the control iq software that resulted in low blood glucose (bg) levels (specific bg value was not provided) where the customer required 3rd party intervention. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.